Manufacturer narrative:
Investigation results: nc077014/sr41958:battery overcharged (charging- cycles started 372x. In relation to the device´s working hours (33:05:11) would be necessary only 17 charging-cycles) defective, replaced. Motor cable (error 1) defective, replaced. Housing (broken in several places, probably drop. Misuse) but has no influence on the function. Charger, contra angle 148893 (2021), micromotor smr1768497, foot control 148990 was deep investigated with the result that no fault has been found. Complete check without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that vdw. Silver reciproc stops during treatment. The outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.